Event description:
It was reported that, renasys-f medium foam kit device was not sealed before use. No case involved; therefore, no patient involvement.

Manufacturer narrative:
The device intended to be used in treatment has been returned for evaluation, all provided information has been reviewed establishing a relationship between the event reported. Visual inspection confirmed dressing trapped within the seal, root caused is confirmed as operator issue during the packing phase in manufacturing process. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.